Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection of the device revealed that the right plunger case was missing and the parts for the plunger head were in a bag. Functional testing could not be performed; pump could not run and the right plunger case was missing. The root cause of the issue could not be determined. Replaced motor assembly as a preventative measure. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.